Event description:
Caller reported triage meter began to smoke/had a burning smell after they changed the paper. Although no injury occurred; there is a potential ignition risk.

Manufacturer narrative:
Meter was returned for eval. Investigation found that the meter powered on and passed system test. No sign of burning. Meter did not smell like burning of any kind. There was one battery terminal that was corroded, but not discolored as it would be from overheating. Printer feeds paper and prints as expected. Unable to reproduce customers observations. No corrective action is required as no product deficiency was established.